Manufacturer narrative:
Previously this report was reported as non-uno due to allegation on repaired device. Now the device information has been updated, and it was determined that the report should be reported as uno report. In this report during the evaluation of the device at the third-party service center, the device was no visually inspected and visible foam were observed. The device was scrapped. All mandatory section has been updated/corrected.

Event description:
The manufacturer was contacted rep dream station auto CPAP, dom - recrt. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, hypersensitivity, asthma (new or worsening), inflammatory response and reduced cardiopulmonary reserve. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.